Manufacturer narrative:
No unexpected scrolling of numbers or failed battery test alarms were noted during testing. The insulin pump passed the displacement test and off no power test. The operating currents were in specifications. The insulin pump alarmed button error after a reboot, and there was intermittent button response on the act button due to corroded keypad traces. The insulin pump was also received with a cracked liquid crystal display window, cracked case at the liquid crystal display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had scrolling numbers without input by the user during the programming of a bolus. The customer stated that he was putting the blood glucose value into the insulin pump when the last number began to scroll on its own. He also noted that the insulin pump alarmed failed battery test, so he removed and replaced the battery. The insulin pump alarmed button error thereafter. The customer's blood glucose was 118 mg/dl. The customer did not observe any significant events leading to the keypad anomaly or alarm. He was unable to clear the button error alarm. He did not observe any damage or corrosion to the battery cap, compartment or spring. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.